Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an event where a "rate changed on pump without any changes being made to order or pump¿ the evening on (B)(6) 2023. The medication was cisatracurium (nimbex) 2mg/ml solution, ordered rate: 01.-0.4mg/kg/hr., patient's weight: 7.8kg. Administration dose was 0.78-.12mg/hr. (0.39-1.56ml/hr.). The customer reached out to bd asking assistance to determine how the dose change occurred at 6:33pm just after the bolus dose. According to the bd interoperability consultant's finding, the dose was changed manually by the end user. The customer reports that the dose change was "unintended." There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event where a "rate changed on pump without any changes being made to order or pump¿ the evening of (B)(6) 2023. The medication was cisatracurium (nimbex) 2mg/ml solution, ordered rate: 01.-0.4mg/kg/hr., patient's weight: 7.8kg. Administration dose was 0.78-.12mg/hr. (0.39-1.56ml/hr.). The customer reached out to bd asking assistance to determine how the dose change occurred at 6:33pm just after the bolus dose. According to the bd interoperability consultant's finding, the dose was changed manually by the end user. The customer reports that the dose change was "unintended." There was patient involvement, but no harm.